Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a generator change procedure. During procedure, an insulation breach was noted on the right ventricular lead. All measurements were within limits. The physician opted to repair by suture sleeve and medical adhesive. Patient was stable.